Manufacturer narrative:
The reported complaint was not confirmed. Per the manufacturer's field service representative (fsr), the message was cleared without the removal of parts. The hard drive, the advanced technology extended (atx) board, and the coin cell battery were only replaced as part of the preventive maintenance. Per data log review: for this type of complaint, 'disk boot failure displayed', the central control monitor (ccm) would not have completed bootup into the ccm application. No logging would be started until the ccm completed bootup. Since no logging would occur, the logs could not be used to confirm the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer¿s technical support specialist, the non-clinical activity was the user facility¿s biomedical technician performing maintenance on the unit. The fsr verified the reported complaint. He replaced hard drive, the advanced technology extended (atx) board, and the coin cell battery. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) displayed a 'disk boot failure' message. There was no patient involvement.